Event description:
It was reported that the patient presented for lead revision on a competitive lead. During the procedure the competitive lead was noted to slip out of the header of the pacemaker before the setscrew being loosened. An attempt to tighten the setscrew was made unsuccessfully. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis found there were signs that in the field the torque wrench was not being correctly inserted into the a-set screw inset. The wrench was being partially inserted into the set screw inset due to incorrect wrench insertion. The partial wrench insertion caused the wrench to strip the top portion of the inset. When the wrench is stripping the inset it cannot tighten the set screw to the point of the wrench clicking, which is confirmation the set screw is fully tightened. The problem is consistent with incorrect usage of the torque wrench by the user. Analysis testing found the a-set screw could be fully tightened and held the leads firmly in the connector with correct wrench insertion into the set screw. The device was tested on the bench and no anomalies were found. Correction: the explant date should have been (B)(6) 2017 rather than (B)(6) 2017.